Event description:
Alleged, the calf support fell from the bed.

Manufacturer narrative:
The hill-rom field investigation found the mounting pin in the calf support arm mounting block migrated out due to a roll pin, designed to hold the mounting pin in place, not being installed. The roll pin was installed in the calf support mounting block to repair the bed.